Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the ø3.2mm pin guide, locking, noted that an unk pin got stuck/broken inside the shaft and was visible on both ends of the pin guide, locking. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to excessive mechanical forces during prying/leveraging and/or misaligned insertion.

Event description:
On 11/06/2025, it was reported by a sales representative via (B)(4) that an 0312-200 pin guide got stuck inside the insertion sleeve and locked up. This was discovered during a troch nail procedure. The case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.